Event description:
Procedure: spine. In the article 'cerebrospinal fluid leaks after planned intradural spine surgery: a single-center analysis of 91 cases' in journal of neurologic surgery annals, 2013, 74, by nicolas olmo koechlin et. Al., 91 pts underwent surgical treatment of intradural pathologies with primary dura closure. Duraseal was used on 11 of the 91 pts. Of these 11 pts, 6 of them experienced a csf leak. These pts did not require intervention to treat the csf leak.